Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate with external devices, deeming the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received that surgical intervention took place to replace the ipg. Therapy was restored postoperatively.

Manufacturer narrative:
Correction: section d10 should have included leads and extension instead of just leads. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.